Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, vessel dissection occurred. The lesion being treated was located in the mid left anterior descending (lad). It had a 90% stenosis, was extremely calcified and tortuous. The physician predilated the lesion with a quantum maverick 2.00x15mm balloon catheter at 18 atms and there was a dissection, which was confirmed with angiography. The balloon did not rupture. The physician attempted to cross the lesion with a 2.50x12mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physician used two guide wires of unknown type and again tried to cross the lesion with the 2.50x12mm taxus stent, but was still unable to cross. The physician changed the stent to a 2.25x13mm non-bsc stent and was able to deliver and implant the stent to treat the dissection. The procedure was completed without any additional patient complications and the patient's condition is listed as good.